Manufacturer narrative:
Age if time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained using venous retrograde approach. The 90% stenosed target lesion was located in the moderately tortuous and non calcified shunt anastomosis. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during second inflation at 24 atmospheres for 30 seconds the balloon ruptured. The procedure was completed with a non-bsc device. No patient complications were reported.